Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 135mg/dl. The customer alleged there was an underlying pump issue causing the occlusion alarm. Troubleshooting was performed and the pump performed as intended. The customer declined to remove their infusion set site to inspect the site for any damage. Reportedly, the customer had been using their current supplies for longer than 3 days. An infusion set change was performed to address the occlusion alarm.